Manufacturer narrative:
Device evaluation of battery charger was completed. The reported problem (battery charger problem) was confirmed. Upon investigation however, the charger was not powering on due to the l601 and l602 being knocked off of the bedside board. The root cause of the damaged l601 and l602 was unable to be positively identified. There was no adverse event that resulted from the damaged charger.

Event description:
A us distributor reported that a battery charger was unable to power on.